Event description:
The customer stated that she was hospitalized approx three weeks ago with blood glucose levels over 600 mg/dl. The customer's doctor told her that the insulin pump was malfunctioning and needed to be replaced. The customer stated that she has been off the insulin pump since the event. The customer was unable to troubleshoot at the time of the call. The customer also reported water damage underneath the screen after falling off her (B)(6), into a creek. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.